Event description:
It was reported that the device could not be powered on during a daily check. There was no patient use associated with the reported event.

Manufacturer narrative:
The removed power pcb assembly was returned to physio-control for evaluation. Physio-control verified the reported failure. It was determined that the integrated circuit, designator u5, located on the power pcb assembly was shorted from pin 12 to 13 and caused the device not to turn on.

Manufacturer narrative:
Physio-control did not evaluate the device. A third-party service agent evaluated the device and verified the reported failure. The power pcb assembly was replaced and proper device operation was observed through functional and performance testing. After the repair, the device was returned to the customer for use.